Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user connected a new abbott freestyle libre 3+ sensor and reported concern about not receiving readings. The ilet displayed ¿high¿ where glucose values normally appear, which the user understood to indicate a reading >400 mg/dl. A confirmatory fingerstick measured 382 mg/dl. The user successfully entered the bg into the ilet calibration menu. The event involved elevated bg, but insulin delivery via the ilet was able to correct. The ilet also displayed a ¿check bg¿ icon, which the user was advised can appear during the first 12 hours after pairing a freestyle sensor. No symptoms, external assistance, or medical intervention occurred.